Event description:
It was reported the dermatome device was out of calibration (the hand piece). The blade was making strange noises. This happened prior to the case and did not stop the procedure. It was reported there was no pt contact and no pt injury for this event.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.